Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results from two separate patient samples were obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The most likely assignable cause for the event associated with patient 1 is analyzer related, as a within-run tropi es precision test was outside of ortho clinical diagnostic (ortho) guidelines, indicating the vitros 5600 system was not performing as intended. The ortho field engineer (fe) performed service actions and the following within-run precision was acceptable indicating the vitros 5600 system was performing as expected. The assignable cause could not be determined for the event associated with patient 2. An instrument related event was ruled out as a contributing factor as pre-service vitros tropi es precision results were within the acceptable guidelines. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor to the events. In addition, pre analytical sample processing could not be ruled out as the customer is not adhering to the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two separate patient samples using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient 1 result: 0.792 ng/ml vs. <0.012 ng/ml. Patient 2 result: 0.12 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected results were not reported from the laboratory. Ortho clinical diagnostics (ortho) has not been made aware of any allegation of patient harm due to the higher than expected troponin I es result. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).